Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was broken at the distal idlers. The idler pulley spun freely. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. The distal idler pulley on which the broken cable was seated had a section that was bent inwards. Engineering concluded the pulley damage was likely due to mishandling and this damage likely contributed to cable breakage. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a cable on a mega suturecut needle driver instrument snapped and the cable ends were visible at mouth of the instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.